Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The elevated access accutni+3 result was questioned when a subsequent sample (designated as sample 2) from the same patient generated a lower result, within the assay's normal reference range. The sample in question (designated as sample 1) was repeated on the same dxi 800 access immunoassay system and a lower but still elevated result, outside of the assay's normal reference range was generated. Two additional samples from the same patient (designated as sample 3 and sample 4) were also run on the same dxi 800 access immunoassay system and lower results, within the assay's normal reference range were generated. The elevated sample was reported outside of the laboratory and there was a report of change in patient treatment associated with this event, as the medication lovenox was administered and the patient's surgery, which had been set up for the following day, was cancelled. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a non-gel lithium heparin plasma tube and was centrifuged for five (5) minutes at 4400 rpm (revolutions per minute). Sample integrity was questioned by the customer, though no specific issues were identified.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters including: quality control (qc), calibration, system check, and precision run were performing within assay and instrument specifications. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.